Manufacturer narrative:
This serves as a correction follow- up report. Initial report was submitted on 15-may-2025, abbott diabetes care (adc) received additional information from the customer on (B)(6) 2025 via customer contact. The customer provided an updated serial number for the reported adc device. The following sections below have been updated per additional information received from the customer. D1. Brand name. D4. Serial #, model # , primary UDI number, expiration date, h2. If follow-up, what type? H3. Device evaluated by mfg? H4. Device mfg date. H6. Type of investigation, investigation findings, investigation conclusions. H11. Additional mfg narrative. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A healthcare professional (hcp) reported on behalf of a customer regarding an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as nausea, vomiting, and dizziness. A 'hi' (above the measurable range) reading was obtained on an hcp meter and the patient was admitted to the hospital intensive care unit (ICU). Subsequently, a reading of 5.8 mmol/l on the adc device was compared to a reading of 78.2 mmol/l on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer then received hcp administration of intravenous fluids, potassium chloride, and insulin (dose/type unknown) as treatment for the diagnosis of diabetic ketoacidosis. The customer was hospitalized for 7 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A healthcare professional (hcp) reported on behalf of a customer regarding an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as nausea, vomiting, and dizziness. A 'hi' (above the measurable range) reading was obtained on an hcp meter and the patient was admitted to the hospital intensive care unit (ICU). Subsequently, a reading of 5.8 mmol/l on the adc device was compared to a reading of 78.2 mmol/l on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer then received hcp administration of intravenous fluids, potassium chloride, and insulin (dose/type unknown) as treatment for the diagnosis of diabetic ketoacidosis. The customer was hospitalized for 7 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A healthcare professional (hcp) reported on behalf of a customer regarding an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as nausea, vomiting, and dizziness. A 'hi' (above the measurable range) reading was obtained on an hcp meter and the patient was admitted to the hospital intensive care unit (ICU). Subsequently, a reading of 5.8 mmol/l on the adc device was compared to a reading of 78.2 mmol/l on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer then received hcp administration of intravenous fluids, potassium chloride, and insulin (dose/type unknown) as treatment for the diagnosis of diabetic ketoacidosis. The customer was hospitalized for 7 days. There was no report of death or permanent injury associated with this event.